Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2022-02702. It was reported that patient¿s lead had migrated after multiple falls and patient lost effective coverage. As result, surgical intervention was undertaken wherein one lead was explanted and replaced. Effective therapy was restored post operatively. It¿s unknown which lead was replaced, and both are being reported.